Manufacturer narrative:
Qc and internal qc testing on the cobas h232 was acceptable. The customer returned both the h232 meter and 4 test strips. A visual check of the received material showed no abnormalities. The investigation was carried out in two parts. Part one: investigation with retention material on a retention cobas h232 meter. Relevant retention sstrip lot # 38440410 was measured on a qualified cobas h232 with two spiked blood samples (c=80 ng/l and c=150 ng/l), in comparison to the master lot # 35101880, each blood sample n=three test strips with each lot. Results: mean of the measurements with relevant retention strip lotl # 38440410: first spiked blood sample (target=80 ng/l): 50-100 ng/l. Second spiked blood sample (target=150 ng/l): 155 ng/l. Mean of the measurements with master lot # 35101880: first spiked blood sample (target=80 ng/l): 82 ng/l. Second spiked blood sample (target=150 ng/l): 154 ng/l. Conclusion of part one of the investigation: the results of the measurements with relevant retention test strips on a qualified cobas h232 were acceptable. Part two: investigation with retention material and customer¿s test strips on the customer¿s cobas h232 meter. Customer test strips were measured on the cobas h232 from the customer and on a qualified cobas h232 with two spiked blood samples (c=80 ng/l and c=150 ng/l), in comparison to the master lot # 35101880. Results: measurements on the customer¿s cobas h232 with customer test strips # 38440410: first spiked blood sample (c=80 ng/l): 50-100 ng/l, second spiked blood sample (c=150 ng/l): 163 ng/l. Measurements on a qualified cobas h232 with customer test strips # 38440410: first spiked blood sample (c=80 ng/l): 50-100 ng/l, second spiked blood sample (c=150 ng/l): 158 ng/l. Mean of the measurements on a qualified cobas h232 with master lot # 35101880: first spiked blood sample (c=80 ng/l): 82 ng/l, second spiked blood sample (c=150 ng/l): 154 ng/l. Conclusion of part two of the investigation: the results of the measurements with relevant retention material and the customer material on the cobas h232 meter from the customer and on the qualified cobas h232 fulfill roche requirements. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter received questionable roche cardiac t quantitative troponin t quantitative results for one patient from a cobas h232 meters compared to a cobas e 411 immunoassay analyzer. The cobas h232 meter is not approved for distribution nor is it like or similar to a product approved for distribution in the united states. From a heparin sample, the initial troponin t result from the cobas h232 was between 50 - 100 ng/l. From a serum sample, the troponin t result from the cobas e411 was 169 ng/l. The different sample tubes were collected at the same time. The customer stated that both tests were performed at the same time.